Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer. The fse replaced multiple hardware (buffer valves, buffer syringe and sample probe wash) and cleaned the ise unit to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided. Customer phone #: (B)(6).

Event description:
The customer reported the au680 clinical chemistry analyzer generated erroneous high sodium (na) and potassium (k) ise (ion selective electrode) patient results. There was no report of change to treatment, injury, or death associated with this event.